Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It is possible the reported difficulties may be related to patient morphology/pathology (erosion of the tissue), however a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.the reported patient effects of worsening mitral regurgitation and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that on (B)(6) 2018 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing mr to a grade of <1. On (B)(6) 2019, the patient returned symptomatic and mr increased to a grade of 3-4. On (B)(6) 2019, mitral valve replacement surgery was performed. It was noted that the anterior leaflet appeared to be perforated by the clip or possible erosion of the tissues occurred. There was no clinically significant delay in the procedure. No additional information was provided.